Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The false downstream occlusion alarms were reproduced and confirmed through eval. Eval found the downstream sensor readings with a fluid filled set were above spec. Also, the investigation found the downstream pressure plate gap was too wide. The downstream tubing guide was chipped as well. The tubing guide was replaced and the unit was reworked and calibrated per baxter's service procedure to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing, a spectrum pump alarmed falsely for downstream occlusion. There was no pt involvement.